Event description:
It was reported that patient presented to office with "crown fell off." Observed in hand crown and fractured screw. Intended to remove remainder of screw but once flap was completed, observed fractured implant. Implant was removed on same day. Surgical removal of implant and bone grafting.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown/not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvmb13 (imp, tsv, mcol mg, 3.7mm, 13m) for evaluation. A visual evaluation was performed, signs of use was identified; the implant was fractured at the collar. A fractured screw was identified stuck inside the implant. DHR review was completed for the subject lot number: 63531411. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 63531411 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: implant¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was the clinician selected an implant that was unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured, and had a fractured screw was identified stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.